Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they mdt rep took 5 minutes to fix it and issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The reason for call was the patient reported they were trying to connect to see if they could increase their stimulation. The patient stated they tried to connect starting yesterday, and no matter how long they did that, it just kept on saying 'communicating with device' and 'device not responding'. The patient's spouse had been assisting them and they said they'd always been able to connect previously. Both the patient and spouse were unable to feel the ins under the skin. Patient services asked the patient if they had any falls or traumas recently and the patient stated that they fell back and landed on their tailbone on thursday of last week and that they didn't have any pain or any soreness specific to the implant site, but they've had soreness in their coccyx area since the fall. Patient services asked the patient if they'd been experiencing symptoms since the fall and if experiencing symptoms had been the reason, they wanted to connect to their settings yesterday and the patient said "no." They stated they'd just wanted to connect yesterday to their settings but noted they hadn't tried to connect previously in easily over 6 months. Despite troubleshooting attempts, the patient kept getting the message 'device not responding' even after repositioning the communicator over the implant incision site. It was when they were over the incision site they saw "communicating" briefly and patient services had the patient's spouse press down gently but it still went back to 'device not responding'. Patient services reviewed the meaning of the message with the patient and had them attempt to restart the handset and power the communicator off and back on again, but the patient was still unable to connect to their ins. The issue was not resolved through troubleshooting. The caller was redirected to follow up with their managing health care provider to further address the issue and to assist them in locating the implant site.